Event description:
On (B)(6) 2010, pt reported a few days ago, his infusion device displayed an e6 (mechanical error) alert and he was able to clear it by changing the battery and resetting the piston rod. Pt stated the e6 (mechanical error) occurred again today. Advised to use a standard alkaline battery. During the call, the infusion device displayed an a2 (low battery) alert. Pt has to purchase batteries; advised to call back. Pt stated the battery cover has never been changed. Advised to change every 4th battery change. Pt reported the infusion adapter has never been changed. Reviewed to change every 10th cartridge change. On call back, the pt reported he attempted to rewind the piston rod, but it stopped during rewind and displayed the e6 (mechanical error). Pt stated before the error displayed, he noticed the infusion device sounded like it's getting "bogged down" because it emitted a little "tic" noise and then the e6 (mechanical error) displayed. Offered to assist pt with the setup of his backup infusion device; pt declined. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.